Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 73.9cm from the strain relief. The separated ends of the hypotube were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and balloon. The balloon was tightly folded, and the tip of the device was damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a shaft break occurred. An emerge balloon catheter was selected for use in a coronary angioplasty procedure. The emerge was prepared and advanced over the guidewire. The emerge shaft was observed to have split in two sections prior to patient introduction. The procedure was completed via and alternate method. No patient complications were reported. It was further reported that the shaft break was located in the middle of the shaft.

Event description:
It was reported that a shaft break occurred. An emerge balloon catheter was selected for use in a coronary angioplasty procedure. The emerge was prepared and advanced over the guidewire. The emerge shaft was observed to have split in two sections prior to patient introduction. The procedure was completed via and alternate method. No patient complications were reported. It was further reported that the break was located in the middle of the shaft.

Manufacturer narrative:
B5. Describe event or problem- updated.

Event description:
It was reported that a shaft break occurred. An emerge balloon catheter was selected for use in a coronary angioplasty procedure. The emerge was prepared and advanced over the guidewire. The emerge shaft was observed to have split in two sections prior to patient introduction. The procedure was completed via and alternate method. No patient complications were reported.